Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient required an unplanned coronary artery bypass, iabp, developed a coagulopathy due to the extended bypass, received multiple blood product transfusions, required multiple IV medication drips and pacing to wean off bypass. With the information provided, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry a 23 mm pericardial aortic valve implanted with difficulty due to unknown reasons. There was no leak after valve implantation; however, patient was noted to have decreased left ventricular function. There was concern there might be impingement of the left main coronary artery. Patient's partial sternotomy was converted to a full sternotomy in case coronary artery bypass would have to be done. An intra-aortic balloon pump was placed via the left femoral artery, which resulted in some improvement, but patient still failed to come off cardiopulmonary bypass. A reverse sequential saphenous vein graft from the aortic graft to the mid left anterior descending coronary artery that was 1.5 mm diameter and ended on the first marginal branch of the circumflex that was 1.5 mm in diameter. After this, the lv function had improved. Patient had severe coagulopathy and required multiple blood products. Patient was transferred to the cardiothoracic intensive care unit on epinephrine and levophed, dobutamine drips and the intra-aortic balloon pump and aai pacing. Patient remained in the intensive care unit in critical condition, requiring prolonged inotropic and vasopressin support. Patient's intraaortic balloon pump was removed on post operative day four. Patient continued to be treated for his acute systolic heart failure and developed a shock liver as well as pancreas and had prolonged respiratory failure requiring prolonged ventilation. Patient developed gram-negative rods speciated to e. Coli and klebiella in his sputum requiring antibiotic coverage. Patient was also treated for paroxysmal atrial fibrillation, which developed and responded appropriately to amiodarone. Echo performed prior to discharge showed a recovering left ventricular ejection fraction of 58% and a normal functioning aortic valve prosthesis with no significant perivalvular leak. Patient was discharged on post operative day 18.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.